Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a low reading on their omnipod system while using unknown freestyle test strips. Customer reported a reading of 260 mg/dl on their omnipod which was lower than their doctor's meter reading of 320 mg/dl. There wa no death, serious injury or mistreatment associated with this event.